Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient had revision done on (B)(6) 2021, and is much happier with the location of the battery, and it is much more comfortable. Pt has been meeting with a rep to adjust programs as needed. Last meeting with the pt was documented on (B)(6) 2022.

Event description:
Additional information was received. It was reported a pocket revision to move the ins to a more accessible location in the buttock was scheduled for (B)(6) 2021. The issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient; the patient is complaining about the time it takes to recharge the ins. The caller indicated that the patient has received three new rechargers and that did not resolve the issue. The patient indicated that they stopped using the device because it takes too long to charge. The patient reported that during one instance on the past saturday they were charging the ins and the controller depleted during the charging session. The caller provided the following recharge data from the tablet recharge diary. 1/16 charged from 50 to 90% for 43 min with good coupling 1/20 charged from 10 to 80% 57 min with excellent coupling 2/10 charged from 10 to 90% 60 min with excellent coupling 7/4 charged from 10 to 100 1.4 hrs with excellent coupling 4/5 charged from 10 to 50% 51 min with excellent coupling 5/24 charged from 10 to 60% 2.7 hrs with fair coupling 1/23 charged from 40 to 100% 1.1 hrs with excellent coupling troubleshooting was not required. The issue was not resolved through troubleshooting. Ts s reviewed information about charging the ins. The caller indicated that they would follow-up with the managing md. The patient reported that the ins started taking longer to charge two weeks after it was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an appointment with their physician on (B)(6) 2020. The patient noted their pain stimulator worked wonderfully for their pain, however it took hours to charge. It was noted their battery was implanted directly next to their lead, in the thoracic incision and the location was bothersome. The patient's current neurosurgeon believed that the location of the battery was what hindered the charge time, as it was difficult to reach. They suggested moving the ins to the patient's right buttock to decrease discomfort and to help with charging. The patient's ins was charging during the entire appointment, approximately 20 minutes, with excellent recharge quality the entire time. The patient wanted to proceed with having the battery relocated for ease of charge, and to decrease discomfort in mid back. The issue was not resolved at the time of event.